Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It is unknown if the patient was connected at the time of the alarm. It is unknown what stage of peritoneal dialysis the alarm occurred. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient in finding the alarm. The patient explained that they had finished therapy with manual supplies. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.